Event description:
The patient was male but age was unknown. The target lesion was the right external iliac artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 80%. Ipsilateral approach was taken for the procedure. A smart control iliac 6x60 (complaint product) was delivered to the target lesion. However, the stent jumped forward during deployment. An additional stent (details unk) was placed proximal to the initial stent. The entire target lesion was fully covered by the stents and the procedure was completed. There was no adverse event and the patient is in stable condition. There is no product return.

Manufacturer narrative:
While deploying a stent in the right external iliac artery it was reported that the stent jumped forward requiring placement of an additional stent proximal to the lesion. The vessel had moderate calcification and vessel tortuosity, the rate of stenosis was 80%. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15145362 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
While deploying a stent in the right external iliac artery it was reported that the stent jumped forward requiring placement of an additional stent proximal to the lesion. The vessel had moderate calcification and vessel tortuosity, the rate of stenosis was 80%. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15145362 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characterist.